Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/25/2025 h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Were there patient consequences? If yes, please explain. No. 2.. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/ loc cq employee received this information from warehouse employee. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with thirty-seven representative unopened samples was received for analysis. Product code vcp316h. Additionally, three photos were provided and in the first showed thirty-seven foil packets, in the second photo shows one box with the same product code and lot as the sample received and the third photo shows one photo with same foil packets. Upon the visual inspection of the received box, it was found that it contained thirty-seven foil packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. In addition, it was noted that the foil packets were relabeled, and the tab dispenser was removed from the box. Due to the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that wrong and/or mixed packaging components was observed. It was reported from a facility that the employee found extra 1 ea in the box. Originally, there should be 26 ea in the product box. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6.